Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to ventricular tachycardia (vt) episode. The patient experienced pre-syncope with low flow alarms and vad spikes. An echocardiogram was preformed to assess vad suction events which revealed dilated left ventricle and inflow cannula possibly pointing to the post wall.. The site detailed the patient has a history of vt events. Due to frequent pulsatile index (pi) events, the device speed was reduced by 100 rpm. No further information was reported.

Manufacturer narrative:
Manufacturing analysis conclusion: a direct correlation between the device and the reported ventricular tachycardia and syncope could not be determined through this evaluation. Moreover, the report that the inflow cannula was possibly pointing toward the posterior wall of the left ventricle could not be confirmed as no images showing the potential inflow malposition were provided. In addition, the report of low flow alarms and multiple pi events could not be confirmed through this evaluation as no log files from the time of the reported event were submitted. Information provided indicated that the ICD monitor zone was adjusted from over 160 bpm to over 130 bpm, and the event monitor subsequently showed episodes of nsvt with a ventricular rate of 120 bpm. An echo was performed and revealed a dilated left ventricle and showed that the inflow cannula was possibly pointing toward the posterior wall. Due to frequent pi events, the patient¿s lvad speed was decreased by 100 rpm. She was discharged home in stable condition on (B)(6) 2020. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was discharged home in stable condition on (B)(6) 2020.